Event description:
It was reported that the left ventricular (lv) lead exhibited significantly high thresholds at a device follow up. The lv output was optimized and the lv capture control was turned off. The lv lead remains in use. The patient is a participant in adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.